Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the system internal contacts to resolve the reported non-conformities. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 27, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming system internal contacts, which was most likely the result of system wear. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the footswitch was not working and the system displayed a green screen prior to surgical procedures. There was no patient involvement.